Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the physician had some difficulties to cannulate contra gate and was unable to reposition the device. The pt was converted to open repair. It was reported that the explanted device had a kink in the contralateral limb with almost 90 degrees, and the deployment difficulties may have been due to anatomical issue. There is no sequela regarding this pt. Further info was requested.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Further info was requested.